Event description:
During an arthroscopic repair (B)(6), the physician was utilizing an speedstitch needle cassette and suture cartridges. Intra-operative, the physician attempted to place a suture, however, upon engaging the needles, the suture cartridge pushed out of the device. The physician removed the device from the joint space and attempted to correct the issue by bending the cartridge wings more severely. When tested outside the joint, the suture cartridge failed to stay connected once the needles were engaged. The procedure was completed with a new suture cartridge. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender were not available. The lot number of the reported product was requested but not received. Reference manufacturer report: 9019871-2012-00083.